Event description:
71 y/o femal received bilateral silicone breast implants in 1982 for reconstructive purposes following mastectomy. (Implants were out placed at this hospital and therefore, no identifying information is available other than name of manufacturer and size of implant as noted on pathology report). Implants were removed due to painful capsular contractures and chest wall pain. Both implants found to be completely enclosed by capsules; both implants also found to be ruptured when the capsules were opened.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.